Event description:
The customer reported via phone call that the insulin pump alarmed motor error several times. The customer's blood glucose was 7 mmol/l. The customer explained that they were changing the reservoir and filling the tubing when the alarm occurred. The customer also received the motion sensor test failure alarm. The customer explained that they changed the battery, but the alarm still persisted. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the unit and passed; the motor may have had an intermittent failure that was not detected during our testing. No unexpected a35 alarms or f71 alarms noted during our testing. The insulin pump passed self test, displacement test, rewind test, basic occlusion test and prime/a33 test. The insulin pump has minor scratches on the lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.